Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited low impedance measurements of less than 200 ohms and inappropriate sensing. There appeared to be inappropriate atrial tachy response (atr) episodes. It was noted that impedance measurements had been low since prior to the implant of this device, but had not been out of range previously. The most recent device check showed normal device function. The patient would continue to be monitored. No adverse patient effects were reported. The device remains in service.